Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler was being used for the transection of the mesoappendix. The stapler was able to fire but the staple line was not complete. There were non-formed staples that deployed from the reload. In order to resolve the issue, used cautery to correct the incident and the malformed staples were removed from the patient. There was no patient harm. The patient status is alive, no injury.